Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications. The sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the graftmaster stent was used to treat an aneurysm in the intracranial left vertebral artery. It should be noted that the graftmaster otw instructions for use states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. A conclusive cause for the reported difficulties could not be determined; however, there is no indication of a product quality deficiency. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: quantum maverick 3.5 x 8 mm. Guide wire: prowater. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster was selected for use to treat an intracranial left vertebral artery dissecting aneurysm and was successfully placed with good restoration of vessel lumen; however, procedure notes indicated that after deployment of the stent, a "shelf" was noted at the proximal edge of the stent, which required post dilatation with an additional balloon. The patients follow-up visit with the physician revealed continued 100% obliteration of the left vertebral artery dissecting aneurysm. No additional information was provided.